Event description:
The following has been reported: biomed reported : "cassette contains air will not resolve." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped .reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for downstream air sensor failure. Device displayed an air in line (ail) message after a cassette was loaded on to the device. An infusion could not be run due to this error. Multiple different cassettes were loaded on to the device, all of which caused the pump to display an air in line error message. The device was opened to inspect for internal damage and perform testing on the set ID and bubble detector. No internal damage was identified. The set ID and bubble detector failed during testing, displaying an ail sensor failure. The set ID and bubble detector were inspected. No signs of damage or fluid ingress were observed. The set ID flex cable was reseated during set ID inspection. The set ID and bubble detector was retested after the set ID flex cable was reseated. The ail sensor failure was not resolved after the flex cable was reseated.